Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) stated that while the device was in use on a patient, the screen went black. There was no visual on the screen, but the device was still operating. The bme ultimately ordered the replacement ui assembly through a third-party vendor for repair, and upon receiving the new part, the bme performed the replacement and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the part identification (ID) for the inverter board was requested. There was no patient involvement. The customer called technical support to report that the part identification (ID) for the inverter board was requested. The remote service engineer (rse) informed the customer that the latest version of the service manual is version t and advised the customer that the inverter board should only be ordered if the display is dim and a hydis liquid crystal display (lcd) is installed. The rse also provided the customer with the part numbers and prices of the replacement user interface (ui) assembly and inverter board. The investigation is ongoing.